Manufacturer narrative:
Related submission files: 3012307300-2019-05020, 3012307300-2019-05022.

Event description:
Information was received that while a smiths medical tracheostomy was in use, the cannula had broken. Subsequently, a change out occurred. No patient adverse effects reported.